Event description:
It was reported that right ventricular (rv) left bundle branch lead dislodged after unknown amount of time confirmed by the x-ray. The lead was explanted and a pin was placed in the lv port. The device is now functioning as a dual chamber ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: dtpa2d4 crt-d; implant date: (B)(6) 2025; 6935m62 lead; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.